Event description:
This lead was explanted due to microdislodgement. Physician re-implanted an active fixed atrial lead to replace the initially implanted passive lead. No adverse patient side effects were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.